Event description:
It was reported that during a lap cholecystectomy, received an error code 5 during the pre-run test. The case was completed with a second handpiece with no patient consequence. During troubleshooting, it was found that the acoustic mount was loose.

Manufacturer narrative:
(B)(4). Eval summary - the handpiece was returned with a loose mount. It was tested on a generator and no error code was noted. The handpiece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally, it was found that the hand piece no longer meets the specifications for phase margin. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.